Manufacturer narrative:
B2 - "other serious or important medical events" should be removed. N/a. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicmo_13.2; -6.50 diopter lens into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively removed due to lens tear/break during injection/delivery into the eye. The lens touched the eye. There was no patient injury. Cause of the event was reported as unknown. Cause details were reported as "during injection of icl found cut inside the eye".